Event description:
A malfunction was reported on the pump, identified by the malfunction code malf 12. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer in resetting the pump, allowing the customer to resume insulin delivery and start their continuous glucose monitor.